Event description:
It was reported that while the stimulation was turned on, there was a shocking or jolting sensation. There was no known accident or incident related to this complaint. Pt was just getting out of the car. The symptoms were at the lead location. The pt was at home. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).